Manufacturer narrative:
Results evaluations: smiths medical international's investigation states that they were unable to confirm the report as the device involved was not returned. A review of the device history record was performed and no abnormalities were found. A review of the complaint history database was performed, which showed that this is the first incident of this nature for this lot number and device catalog number. The root cause of this incident could not be identified; we can only surmise that any fracture to this product would have resulted from force well in excess of that required locating and inserting the tracheostomy tube. This device has been designed to be sufficiently robust to withstand normal manipulative forces in normal use, including the use of a reinforcing steel insert.